Manufacturer narrative:
Device evaluation summary: the monitor sn (B)(4) and electrode belt sn (B)(4) have not been returned to the distributor for investigation. Device evaluation includes review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient treatment. Manufacture date: monitor - (B)(4) - 04/29/2020. Belt - (B)(4) - 07/07/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020. Review of the patient's downloaded ECG data reveals that the patient experienced an inappropriate defibrillation event consisting of one shock on (B)(6) 2020, the date of their passing. The response buttons were not pressed during the event. Oversensing of low-amplitude cardiac signal contributed to the false detection. The patient was transported to a hospital where they subsequently passed away. There is no indication that a device malfunction caused or contributed to the patient's passing.